Manufacturer narrative:
Covidien reference number: (B)(4). An authorized third party service provider replaced the single board computer (sbc) printed circuit board (pcb). The pcb was returned for evaluation. The service engineer evaluated the pcb and verified the reported complaint. When the pcb was placed into a test ventilator and the graphic user interface (gui) display froze, it did not complete the power-on-self test (post) and it would not shut off. A visual inspection was performed and no defects were observed. The reported malfunction was duplicated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during testing, a ventilator screen froze. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.